Event description:
The patient had exploratory surgery and during surgery the physician noticed the catheter was disconnected from the pin. The patient experienced symptoms of increased spasticity in their back. The patient was alive with no injury. The medication infused was baclofen. The physician reconnected the catheter and pin. The patient status was unknown.

Event description:
Additional information: it was later reported that the patient had experienced an enlarging cyst on the lumbar region of the back and increased low back spasms/tightness. While exploring the patient¿s back cyst, the surgeon discovered that there was a loose catheter connector located at the two piece catheter proximal/distal connector. As a result, the catheter was spliced at the connector. No troubleshooting was performed. As of the date of this report, the patient was doing excellent and was receiving effective therapy; the patient¿s spasticity had improved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).